Event description:
It was reported that the right ventricular lead exhibited failure to capture and a significant jump in impedance. It was indicated that there may be an inner conductor or tip fracture and recommended discussing a lead revision with the physician. No patient symptoms were reported. Further information was requested however, was not provided.